Manufacturer narrative:
Date inaccurate; only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery moved out of the pocket to the spine. The patient noticed increased pain at the incision site and the pain wrapped around their lower back/hip area into their groin. The incision site was tender to touch. The patient hadn't been using their stimulator as it wasn't helping with this new pain. The representative performed an impedance check and contact 12 came up as greater than 40,000 ohms. The doctor inspected the battery site and decided they would perform a pocket revision and move the battery to a separate, more lateral location. Surgical intervention was planned but not scheduled. No further complications reported.